Event description:
The customer reported to maquet that the surgical light spring arm broke just before a surgery. The hospital did not report injuries. The cupola was retained by the cabling. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the facility and replaced the broken spring arm with a new one. The fst inspected the welds on all remaining maquet surgical lights. The welded seams were secure, no cracks or tears were observed. The broken spring arm was previously inspected by a maquet technician in (B)(4) 2011, as part of the yearly maintenance program. No damage to the weld seam was detected at that time. This malfunction was previously addressed in the u.s. Through a device correction: (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.